Event description:
It was reported that the patient transmitted with an excessive battery discharge. The patient will be scheduled for a follow up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below the expected limit. The device was tested on the bench and on our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the battery depletion could not be determined.